Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's was beeping and received stuck button alarm . Customer stated that they did not press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Customer complained on (B)(6) 2021 insulin pump alarmed stuck button. Device passed self test and displacement test. All buttons function properly. Device successfully downloaded to thus. No stuck button error alarms noted during testing. Verified device alarmed stuck button on (B)(6) 2021 17:10:00.000 in device downloaded history. Device passed the keypad voltage test. No damage was noted to keypad assembly and connector on electrical board 1 was locked properly during visual inspection. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Confirmed all buttons function properly. No stuck button error alarms noted during testing. Verified device alarmed stuck button on (B)(6) 2021 17:10:00.000 in device downloaded history.